Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose was 200 mg/dl. Reportedly, the customer simply cleared the alarms and resumed insulin delivery. Although requested by tandem technical support, the customer declined to perform troubleshooting.